Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the right knee revision operation on (B)(6) 2018, the surgeon indicated the occurrence of an intra-operative periprosthetic tibial fracture. The tibial bone fracture was treated with a cable. The surgeon noted the tibial fracture occurred during insertion of the tibial component. Doe: (B)(6) 2018.